Event description:
It is reported that a customer states that their battery ends quickly on their insulin pump. The patient's blood glucose level was 101 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: no unexpected low battery alerts noted. Unable to perform displacement test, operating currents meas. And off no power test due to unresponsive keypad. No button response on the esc button due to moisture damage on keypad traces noted. Corroded battery tube noted. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.